Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. No product was provided for evaluation. The complaint confirmation of the receiver ceased to function could not be determined. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to charge and reboot. The receiver log and functional test could not be performed. The receiver case was opened for an internal visual inspection and it passed. An interior battery test was performed and the voltage measured within specifications. A take charging circuit measurement failed-no output at tp21. The reported event of receiver ceased to function was confirmed. A root cause was determined to be defective u6.